Event description:
It is reported that a customer was states there is a leak from the insulin pump. The customer has a blood glucose level was 300 mg/dl at the time of the call. The customer states that there is fluid/moisture in the device. Customer states that the leak is past 1st o ring. The customer was advised to use a reservoir from a different lot to see if the situation occurs with a different reservoir lot. The customer will try to use a different reservoir and will call back if the issue does not resolve. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.